Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b crt-p, implanted: (B)(6) 2010 and mcs-p3-29-aoa transcatheter aortic valve implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent capture and high impedance. A possible lead fracture was suspected. The lead was capped a the epicardial lead was upgraded to a transvenous lead. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.